Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The e105 error code was displayed due to a charred and outdated version of the led cable. Additionally, the video connector latch was found worn-out and causing a poor connection with pigtails. The software was also found outdated and should be updated. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus video system center powers up quickly but displays an e105 error code. According to the initial reporter, this was noted during a diagnostic procedure. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is probable error code was caused by an old version of the led cable. However, the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.